Event description:
Philips received information from a customer site that a button artifact and white 'bleed' artifact were appearing in brain images. The customer is concerned about the potential for adverse clinical outcomes. There was no report of any misdiagnosis or mistreatment as a result of this reported event.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to january of 2007. This issue was evaluated by philips engineering and a software update was made to the common image reconstruction system (cirs) to correct the issue. Testing was performed to verify that the button hole artifact did not appear and scans could be reconstructed properly. (B)(4).